Event description:
The dr was attempting to remove a polyp from the pt's colon using a polypectomy snare. During the procedure it was noted the snare. During the procedure it was noted the snare's drive wire detached from the handle, leaving the snare around the polyp. The dr maneuvered the snare free from the polyp and removed the snare from the pt. The procedure continued with another snare, there were no further complications, the pt is in satisfactory condition.